Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient could no longer feel stimulation and that use of the magnet was no longer effective in aborting seizures. Additionally, when patient turns their head to the right, patient can feel painful stimulation on the left side of their neck. The patient reportedly has a history of frequent falls but states that these falls are always backwards and do not result in direct impact to the device. Further follow-up revealed that the patient was referred to neurosurgeon for possible lead replacement. Review of x-rays by neurosurgeon did not reveal any obvious discontinuities in the ncp system. It is not known whether lead replacement surgery is planned. Lead break is suspected.